Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient (pt) reported that 3 times in the last 3 months the stimulation has turned off by itself without them doing anything on the controller. Agent reviewed stimulation will shut off if implant battery is too low or at 0% or if stim on/button is used. Pt stated they see the healthcare provider (hcp) every 3 months. Agent redirected to hcp to further address stimulation turning off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they followed agent instruction and met with the health care provider (hcp) invited a rep to appointment (name unknown). Patient stated the rep turned down their stimulation levels, but that was not working for the patient as they were still in pain, so the patient turned stimulation back up again. Patient stated they thought they were concerned they needed the internal system replaced, but patients hcp stated that was not the case.